Event description:
The consumer stated that a piece of the plastic applicator broke off in her vagina and remained inside. She also experienced an infection. She indicated that she experienced discomfort while inserting and removing her tampons. She visited her doctor for an examination and the doctor retrieved a plastic piece of the applicator from her vaginal wall.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer stated that she had used the rest of the tampons from that box, therefore we will not be able to evaluate any unused product.